Manufacturer narrative:
If implanted, give date: unknown, as the status of the lens was not provided. If explanted, give date: unknown, as the status of the lens was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 20.0 diopter lens was defective. It is unknown when this event occurred. Reportedly, there was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/22/2019, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. The lens was observed stuck at the cartridge tube and tip. The push rod tip overrides the lens and protrude the cartridge at one side. As part of the sample evaluation, the complaint sample was disassembled. The lens was observed creased, curled, twisted, confirming the reported issue as lens damaged. The condition observed is consistent with a unit that has been handled and used. The reported issue was verified. However, based on the evidence observed, the preload delivery system has not been affected by the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.